Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of ticket trending and lot search, a review of the historical performance of the likely cause lot, a review of device history record, and a review of product labeling. Review of the ticket trending and lot search did not identify an increase in complaint activity related to the complaint issue. World wide data was used to evaluate the historical performance of lot 01006m800. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 01006m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 01006m800. A device history record review did not identify any potential non-conformances, deviations or non-conformances. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
This report is being submitted to update the lot number in section d suspect medical device lot number to lot 01006m800, which was identified on 29aug2019. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 2k91-74 that has a similar product distributed in the us, list number 2k91-33. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated ca 19-9 results on the architect i2000sr. The following data was provided: sid (B)(6): initial result was 648.72 and retest was 10.68. Sid (B)(6): initial result was 135.18 and retest was 9.21. No impact to patient management was reported.